Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, found the image is flickering due to damage on the video connector plug. Also, the inspection noted the coupler is misaligned. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer high-definition autoclavable camera head has a ¿bad picture¿. The customer reported image issue was found during reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that the ¿image flickered¿ due to a video connector failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.